Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The most distal row of stent struts was damaged; struts were lifted from the stent profile and stretched. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and tactile examination found damage to the tip, the tip was flared and had a rough edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jul-2017. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion with excessive angulation was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.0 x 15mm maverick balloon catheter, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.